Manufacturer narrative:
The t:slim g4 cartridge user guide cautions that insulin should be at room temperature before use. Additionally, the t:slim g4 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 250 units of insulin, and the insulin gauge adjusted to a fill estimate of 85 units after delivering approximately 13 units. Subsequently, cold insulin was used to fill the cartridge and the cartridge air removal step was not performed when loading the cartridge. There was no reported impact to the customer's blood glucose level. Reportedly, the existing cartridge was reloaded successfully and the customer received an accurate fill estimate.